Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently in the emergency room due to a blood glucose level of 36 mg/dl. The caller stated that she filled the cannula twice while she was connected to the insulin pump. The caller reported that her sister called paramedics, who transported her to the hospital. Caller was wearing the insulin pump at the time of the incident.